Event description:
On (B)(6) 2025, the user reported that the ilet screen was unresponsive when pressing the x icon. Later the same day, the user reported that the screen was frozen and could not be unlocked despite a restart and confirmed firmware update. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.